Manufacturer narrative:
Additional information for: g3, g6, h2, h6, and h10 an event of calcification was reported. A more comprehensive assessment could not be performed as a valve-in-valve procedure was performed and the device was not accessible for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The field reported that a portico valve was implanted within the trifecta. Please note, per the instructions for use artmt600115937 rev. A, "the portico¿ valve is indicated for transcatheter delivery in patients with symptomatic severe native aortic stenosis who are considered high surgical risk," and is designed to be implanted "is designed to be implanted in the native aortic heart valve."

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
On (B)(6) 2014 a 19mm trifecta valve(serial#unknown) was implanted in the patient at the ospedale civili di legnano. The patient was hospitalized for tight stenosis due to a dysfunctional prosthesis. The trifecta valve was degenerated with high gradient and very calcified. On (B)(6) 2021, the patient underwent a valve in valve procedure with a 23mm portico valve at the san gaudenzio clinic in novara. The patient remained hemodynamically stable throughout the procedure and the patient is currently stable.